Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Suspected cause was due to the customer¿s correction factor requiring adjustments. Customer consumed glucose tablets to address bg. Customer updated the correction factor setting to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.